Event description:
Staff alleged that the head hi/low was going down very slowly. No injury alleged.

Manufacturer narrative:
Technician alleged the head hi/low was going down very slowly. Bed located in shop. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.